Event description:
Boston scientific received information that this device was explanted due to an infection. The device had also displayed high pacing thresholds. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.